Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2024 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage in both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and the pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the reported event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported backup battery fault and replace backup battery alarm. Emergency backup battery (ebb) still had 20+ months left. The patient and spouse ended up changing system controllers when they saw the alarm. No current alarms were noted on current primary system controller. Ultimately, the patient was given new system controller (for backup) due to version/software being 2 versions old. The log file began capturing ebb faults on (B)(6) 2024 due to the ebb failing the load test. Upon further log file review, a no external power alarm was observed on (B)(6) 2024. This alarm appeared to have been caused by a loss of alternating current (ac) power while the mobile power unit (mpu) was in use and resolved within a few seconds when power was restored to the system.